Manufacturer narrative:
The proximal pressure sensor was reset, and the customer cycled to clear the issue as informed by the manual. The unit was tested, and it was returned to service.

Manufacturer narrative:
G5:510(k)#: k102985 b4:02jul2021 the customer confirmed the "pressure sensor range error" in the diagnostic error logs. The customer tried cycling the ventilator power to reset the proximal pressure sensor, but it did not solve it. The customer replaced the data acquisition (da) printed circuit board assembly (pcba) to resolve the issue. The unit was tested, and it was returned to service.

Event description:
The customer reported staff noticed pressure sensor range error. The unit was in clinical use but there was no patient harm.